Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6)) was returned in association with the reported event of the mpu alarming after being disconnected from external power. The mpu returned to the pleasanton service and booted up and functioned as intended. The reported alarms were not reproduced with a test system controller. The unit underwent preventative maintenance and returned to the rental pool. Provided information indicated that additional event information was not able to be provided because additional details were unknown. The root cause of the reported event was unable to be determined via this investigation. Additionally, it was found during investigation that the encasing of the patient cable was loose. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients mobile power unit continued to alarm after it was disconnected from the patient and power.